Manufacturer narrative:
(B)(4). S/w 4.10e. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 300 mg/dl. The customer's current blood glucose is 241 mg/dl. The customer did experienced the symptoms such as nausea and vomiting. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis. Frn mmt 332a. Unomed inf set.